Event description:
Customer reports she had to seek medical treatment for sore fingers while using the multiclix lancet device. Customer reports she went to the dr. And received treatment in the form of iodine and an antibiotic cream. Customer states her fingers are fine now. A request was made for return of the suspect product and a replacement was sent.